Event description:
The customer reported to baxter france that a solution administration set had a leak. According to the report, at the beginning of administration of an analgesic solution, a blood back flow occurred resulting in a leakage of blood mixed with solution at the level of the y-site. Reportedly, it is due to a defective y-site, which appears to be crushed. The condition occurred during infusion on a patient. There was no patient injury or medical intervention associated with this event. Two samples were received for evaluation and the reported condition was confirmed. This complaint was opened to address the additional occurrence of the reportable malfunction. This is report 2 of 2 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed the y-junction was damaged. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA - malt CAPA (B)(4).